Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.5/2.0/180 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on 27/feb/2023. The lens was explanted on (B)(6) 2024 due to low vault with rotation. A longer length lens was implanted in a second surgery on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found no visible damage to lens and fibre on lens surface. (B)(4)